Manufacturer narrative:
Device received with no response form any button, problem isolated to keypad assembly. Device received with connector at electrical board 1 properly connected. No damage or moisture damage on keypad assembly noted. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that buttons did not work sometimes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.